Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind test, basic occlusion test,occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 578 mg/dl. The customer did say that she had been trying to treat her blood glucose with the insulin pump and it would not lower but would increase, the customer stated yesterday her blood glucose was 421 mg/dl and took insulin and had her blood glucose go up 6 points and she was not eating. The customer treated high blood glucose with an injection. The customer stated she did not have any air bubbles or moisture in the tubing that should not be present, did change the pump supplies as well and did try to move the site around in addition to make sure that she had good absorption since she felt that she may develop an insulin resistance issue. The customer did not have any unattended alarms or alarms on the insulin pump. The customer declined go to through additional trouble shooting. The customer requested a replacement insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.